Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 25mg/dl. Customer stated that the pump was giving too much insulin. Customer and spouse dis not feel comfortable with pump or wanted to troubleshoot once pump was removed customer blood glucose level was 201mg/dl. Customer's current blood glucose level is 122mg/dl. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.